Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to emergency department after receiving multiple shocks due to noise. Oversensing was also observed on discrimination channel. During device interrogation, there was difficulty in measuring hv lead impedance. There was also no apparent capture. All lead measurements were stable and within range. Noise was reproducible with isometrics and pocket manipulation. Taking fluoroscopy was recommended but was not performed. Programming changes were made. Patient was doing fine.